Event description:
Allegedly, patient was revised due to unknown reasons. Additional information received on 09/17/2020 from (B)(6) adding patient's age, updating implant and explant date. Additional information received on 09/21/2020 from (B)(6) adding partial product information and new incidents, updating incident description. Allegedly, patient was revised due to poly liner is worn.